Manufacturer narrative:
A software investigation has been initiated, but is not yet complete. No parts were replaced or returned to the manufacturer for analysis. No findings possible at this time.

Event description:
A site representative reported that during a spinal fusion procedure the imaging system was experiencing image quality issue. It was reported that a lateral 2d image was displaying the anatomy as a black image. A second anteroposterior (ap) image was acquired and the bony anatomy was displayed as black. It was also reported that when the user attempted to move the gantry outward, in moved downward. The system was then rebooted and the image acquisition system (ias) became unresponsive while displaying the message "system booting, please wait". The ias and mobile view station (mvs) were then rebooted independently and the issue was resolved. There was a reported delay of 20 minutes due to this issue. The procedure was completed successfully with the imaging system and the patient was not impacted.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
(B)(6).